Event description:
It was reported that the device markings were partially worn off the flanges on one (1) size 3.5ped, pediatric tracheostomy tube and minimally smudged on one (1), size 3. 0neo, neonatal tracheostomy tube. The 3.5 ped device was in use approximately one (1) month and the 3.0neo was in use for approximately fourteen (14) days. This was visually detected with no direct consequences to the two (2) pts involved. The 3.0neo was discarded during the scheduled device change-out. The 3.5 ped is reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission, the device has not been received by the MFR.